Event description:
A report was received that the patient underwent an explant procedure due to a suspected infection at the ipg site. The patient's symptoms were redness, warmth and drainage at the ipg site. The patient was prescribed IV antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial #(B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm, model # sc-3138-35, serial # (B)(4), description: phase iii lead extension - 35 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient had a PICC line placed with antibiotics for therapy at home. The patient was reportedly doing well and the infection was resolved.

Event description:
A report was received that the patient underwent an explant procedure due to a suspected infection at the ipg site. The patient's symptoms were redness, warmth and drainage at the ipg site. The patient was prescribed IV antibiotics. The patient is reportedly doing well following the procedure.